Event description:
The customer reported that the insulin pump alarmed motor error. Troubleshooting was performed. Reviewed the alarm history and found several and different error alarms. Assisted the customer to run the displacement test and the test failed. Advised the caller that the insulin pump should be replaced. However, the customer declined having a loaner insulin pump, and he stated that insulin is coming out of tubing. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.